Manufacturer narrative:
(B)(4). The device was not returned and there was no reported device malfunction associated with the steerable guide catheter (sgc). The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation determined that the reported atrial septal defect (asd) was a result of procedural conditions, as the sgc is inserted through the septum in order to access the left atrium. The reported additional therapy/non-surgical treatment is a result of case specific circumstances, as a septal occluder was used to treat the asd. The reported patient effect of atrial perforation (atrial septal defect/asd), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system referenced is filed under a separate medwatch MFR number.

Event description:
This is filed to report that after removal of the steerable guiding catheter, an atrial septal defect was observed, which required a septal occluder for treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing the mr to 3+. The second clip delivery system (cds) was advanced to the mitral valve leaflets. Leaflet grasping was performed but the decision was made to re-position the clip for a better grasp. The clip was inverted and retraction of the device was begun but the clip became caught on the chordae. Standard troubleshooting maneuvers were performed but the clip could not be freed from the chordae; therefore, the clip was deployed on the chordae only, with no leaflet captured. The cds was removed successfully. No additional clips were attempted for use. The two clips had been implanted, reducing the mr to 3+. After removal of the steerable guiding catheter, an atrial septal defect was observed; therefore, a septal occluder was used for treatment. The patient was confirmed to be clinically stable and no further treatment is planned. No additional information was provided.